Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. During investigation, the up arrow and contrast key contacts were observed to be misaligned. Evaluation revealed that all button key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the down arrow keypad button has been intermittently unresponsive and requires excessive force to obtain a response for (B)(6). She noted that the keypad buttons still click and spring up and down as expected when pressed. The family member denied physical damage to the rubber keypad; denied exposing the pump to cleaning products; and stated that the pt wears the pump in her pocket.